Event description:
It was reported that ten units experienced different problems during assembly including water leaks through the handle joint, occurs with 3 units, the serum does not pass, in 1 (with new optics), green optics do not fit, with 3 units, the red optic does not fit, with 1 and breaks, with 2. The customer was unable to provide which problem occurs by serial number. There were no patients affected, since it occurred preoperatively during the assembly of the sheath with the instruments. Visual inspection found the clear sheath torn and crinkled. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the report event of "the serum does not pass" was confirmed. Received gms805 in original packaging. Lot number was not verified. Performed a visual inspection, the clear sheath is torn and crinkled. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.